Manufacturer narrative:
(B)(4). The device was manufactured may 1, 2015- may 4, 2015. The device was received for evaluation. The luer cap was removed and visual inspection showed no flow through the device. Microscopic analysis noted micro air bubbles inside the lumen of the glass capillary. The reported condition was verified. The cause of the reported condition was blockage due to air bubbles. However, the cause of the air bubbles was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Manufactured between may 1, 2015- may 4, 2015. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a no flow issue with a large volume infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.